Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and the reported 23062 error was confirmed and replicated during in-house testing. In logs, the 23062 error was found indicating a failure on the wrist pitch, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. After installing the mtm on a testing platform and running the fitness test, the unit failed multiple tests. After running calibrations, the same tests passed. It was concluded that the wrist pitch motor and the slipring were found to be the probable root cause of the reported event.

Event description:
It was reported that during a training/demo of the da vinci system, the system was encountering a repeated error 23062. The logs confirmed the repeated error 23062 on the right master tool manipulator (mtm). The reporter requested for the field service engineer (fse) to follow up to resolve the issue. There was no patient involvement.